Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that in 2009, he woke up feeling sick and vomiting and his blood glucose was elevated to 398 mg/dl. He attempted to bolus and e4 (occlusion) error was displayed. The patient's mother changed the accessories and bolused 2 units of insulin. Despite bolusing the patient's blood glucose measured 429 mg/dl at 10:00am, 521 mg/dl at 3:30pm, and 476 mg/dl at 6:00pm. The patient's normal blood glucose level is 80-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.